Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Other product code: (B)(4).

Event description:
It was reported that the patient experienced buckling with an inflatable penile prosthesis (ipp) due to incorrect rear tip extender (rte) sizing as they were too long. A surgical procedure was performed in which the rtes were removed and replaced for shorter ones. The original device was used to complete the procedure. There were no patient complications related to the event.